Event description:
From sept 2005 to nov 7 I used renu moistureloc contact lens saline solution. I started to have pain in my right eye, tearfulness, swollen, and sensitive to light. The next day my ophthalmologist suspected it may have been a bacterial infection. However after 10 days my right eye became worse and was unresponsive to treatment. After a corneal biopsy and contact case culture, the 2 came back with fusarium keratitis. I was instructed to take natamycin (anti-fungal) treatment. Currently my vision in my right eye is 30% impaired.